Event description:
It was reported that during a cholecystectomy procedure, at trying to clip the cystic, the clips did not form correctly at firing. They crossed and they could not use it. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.